Manufacturer narrative:
H6, results code 1: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The gore® dry seal flex introducer sheath dsf (12/33) / 0177780 was not returned to gore. Therefore, an engineering evaluation was performed based on photographs received from the field. The photos were analyzed, but a determination of how the sheath was damaged or how the radiopaque marker became dislodged could not be made with the available information. Follow-up communication requesting more information about this event was not returned. The root cause for the event could not be determined because the failure mode could not be determined.

Manufacturer narrative:
The gore® dry seal flex introducer sheath dsf (12/33) / 20177780 was not available for investigation. However, images of the damaged sheath were received by gore and an engineering evaluation is being carried out based on these images.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm repair. Post implant and when completing the procedure, the guidewire was removed and some resistance was reportedly felt tracking through the gore® dry seal flex introducer sheath dsf (12/33). Eventually, the entire wire was removed through the sheath. The patient tolerated the procedure. The next day, follow-up computed tomography imaging found that the sheath's leading tip containing the radiopaque marker band apparently had separated in the patient during the procedure and a reintervention was subsequently performed to retrieve the leading tip. The patient reportedly suffered no harm and was discharged from hospital the following day.